Event description:
While trialing a poly during surgery the plastic part of the trial broke off. None of the parts fell into the patient and all of the pieces were removed from the field and discarded. No additional information available.

Manufacturer narrative:
(B)(4). Visual examination of the provided picture found the trial has fractured. The device was not returned for further evaluation. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.